Manufacturer narrative:
The sureform 60 white reload was returned to intuitive surgical, inc. (Isi) for evaluation with no reported issues. An investigation has been completed. The reload was returned already fired. The reload was found to have the knife exposed within the knife track. The knife blade was stuck and unable to inspect for damage. The reload was not found to have a firing failure. Failure analysis (fa) also found cartridge damage to the reload. The reload was found to have lodged staples in the knife track. The reload was also inspected by as failure analysis engineer (fae). The fae confirmed initial fa findings. Procedure logs were reviewed for the stapler the reload was returned with. Logs show sureform stapler 60 fired one white reload during the procedure. Firing was completed successfully, with multiple pauses for compression. The reload was inspected and observed to have lodged staples around the blade's cutting edge. Cartridge damage was observed at both the proximal and distal ends of the t-slot. Damage is indicative of staples dragging and deforming the material during forward progression of the I-beam. The reload was disassembled to inspect blade cutting edge. Blade was observed with large indentations along the top half of the knife edge. Reload shuttle also showed signs of damage, with multiple indentations observed around the knife seat. Visual inspection confirms damage to blade edge, cartridge t-slot, and shuttle, which are attributed to the lodged staples found in front of the knife. Damage is likely due to firing across a staple line, which is related to the user.

Event description:
Intuitive surgical, inc. (Isi) received a discrepant product return of a white sureform 60 reload from the site with no allegation of a product issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the customer tried clamping the stapler, the jaws were misaligned. The stapler was unable to complete its clamping sequence and did not fire. The customer swapped to a backup stapler and continued the procedure with no further issues.